Event description:
It is reported that while striking the head impactor, it fractured.

Manufacturer narrative:
The device is in transit to zimmer warsaw. Our investigation will be initiated upon receipt of the device. This report will be amended when our investigation is complete.